Manufacturer narrative:
No crack/damage at the case - reservoir compartment of the pump noted during visual inspection. However, the pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer. The pump passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to verify drive/motor - rewind anomaly and perform the displacement test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer. The following were also noted during visual inspection: a cracked keypad overlay, a cracked case, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage at the case - reservoir compartment was not confirmed, however, other cosmetic damage was noted during analysis. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer) and reservoir unable to lock into place were confirmed. Unable to verify drive/motor - rewind anomaly and complete the required testing (perform the displacement test and occlusion test) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed crack on the pump, the reservoir top has broken off and pump continues to rewind. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and it was found that reservoir was not able to lock in place when inserted into pump and physical damage to pump's retainer ring. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis.